Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a solicited report by a nurse from (B)(4) of bacterial peritonitis subsequent to receiving dianeal pd4 unknown bag therapy intraperitoneally (ip) during automated peritoneal dialysis (apd). On (B)(6) 2007, the patient began treatment with dianeal pd4 unknown bag therapy 10 l (frequency not reported). On an unreported date in 2010, the patient received treatment with dianeal pd4 unknown bag therapy 10l (frequency not reported). On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was treated with a stat dose of vancomycin 2 gm ip, and ciprofloxacin 500 mg twice daily. It was unknown whether dianeal pd4 unknown bag therapy was ongoing. On (B)(6) 2010, the event resolved and ciprofloxacin was withdrawn. On (B)(6) 2010, the patient was given another dose of vancomycin 2 gm ip. On (B)(6) 2010, the patient was given urokinase 5000 units ip. On an unreported date, an extension line change was performed. The reporter believed the bacterial peritonitis with culture positive for staph aureus was not related to dianeal pd4 unknown bag therapy.